Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (750mg, 1000ml fill volume, once per 5 days) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced cloudy fluid that occurred on an unknown date. On an unknown date, antibiotic treatment was discontinued and the patient has recovered from the peritonitis event. At the time of this report, the patient was recovering from cloudy fluid. Should additional relevant information become available, a supplemental report will be submitted.